Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose readings issue with the abbott diabetes care (adc) device was reported. The customer reported unspecified readings on the adc device. It is unknown whether the customer noted a trend arrow on the device. As a result, the customer reported experiencing "feeling heavy, clammy, and shaking". As a result, they were seen by a healthcare provider where 82mg/dl readings were taken on their meter and customer was given orange juice for treatment. There was no report of death, serious injury, or mistreatment associated with this event."